Event description:
Non- integration. Patient came in with the implant in her hand. Implant didn't integrate.

Event description:
Non-integration. Patient came in with the implant in her hand. Implant didn't integrate.